Event description:
It was reported, the customer's insulin pump had missing segments and the display was partially visible. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, pump received with missing segments due to cracked lcd zebra connector. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.